Event description:
A doctor reported that he believed there could be an intermittent internal short within the device which causes the device to be hot intermittently. It was also reported that the patient received two shocks for atrial flutter, and the patient was greatly upset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Other: a doctor reported that he believed there could be an intermittent internal short within the device which causes the device to be hot intermittently. It was also reported that the patient received two shocks for atrial flutter, and the patient was greatly upset. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device operated according to specifications.